Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the firing knob stopped in the middle of the firing process. Surgeon placed stitches to complete the procedure. There was no pt consequence.